Event description:
Related manufacturer report number: 3006705815-2022-15488. It was reported that patient's lead had migrated. This was reported via x-ray. Surgical intervention was undertaken and the lead was explanted and replaced. It is unknown which lead has migrated so both are being replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.